Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, the sales rep met with the pt. The pt informed the rep that she had been unable to communicate with the ipg for at least 3 months and has not recharged the device since. The rep verified that the programmer would not communicate with the ipg and the charger could not locate the device either. The ipg was explanted on (B)(6) 2010.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.